Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device were completed by the manufacturer and found evidence of damaged bottom enclosure anti slip feet, unknown blue contamination by the modem side door panel on the outside of the enclosure, unknown dust like white, brown and black contamination at the air input of the blower box, tiny gray and black fibers or hair at the input of the blower box, brown unknown stains of contamination at the bottom of the rear panel and the enclosure slot, potential mineral deposit spots on the blower motor and inside the blower motor, indicating potential water ingress, black contamination with keratin, light dust-like contamination on top of the blower motor and the blower motor seal. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found one instance of e-83, thirty one instances of e-30 on the error log. The manufacturer concludes the contaminates found were consistent with potential mineral deposit spots on the blower motor and inside the blower motor, indicating potential water ingress, black contamination with keratin, light dust-like contamination on top of the blower motor and the blower motor seal and multiple unknown contaminations were inconsistent with sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.